Event description:
MFR rec'd a report from an attorney of a front wheel breaking on a manual wheelchair. This allegedly resulted in the user falling and sustaining a broken leg. Age of the device is unk and eval by the MFR has not yet been conducted.